Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Event description:
On december 15, 2009, the facility's director of nursing reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the device turned itself off. It is unknown when the condition occurred. The reported condition took place in the medical surgery department. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. There is no additional information is available. The software version of this device is currently not known.